Manufacturer narrative:
As reported, the involved smartnail was most likely absorbed since the original surgery on (B)(6) 2015, as it could not be found during the second surgery. A review of the device history record shows this device was manufactured on 05-aug-2013 in a lot of (B)(4) units with no noted discrepancies that could have caused or contributed to the reported post-op complications. Further review of the complaint files shows no other similar complaints received for this item and lot number combination. A 2-year review of the overall complaint history for this device family showed a total of 4 reports of post-op complications involving 3 patients received from the same user facility in jun-2016 (MDR #1017294-2016-00074, MDR #1017294-2016-00078, and MDR #1017294-2016-00079). (B)(4). The IFU lists post-operative complications, which include infections, both deep and superficial and allergic reactions under adverse events. (B)(4). As the fractured or osteotomized bone gains strength during healing, the smartnail implant gradually loses its strength. Absorption follows strength loss and is completed within several years, depending also on patient variables. Smartnail implants are intended for use in the fixation of fragments of fractured non-load- bearing bones, osteotomies and arthrodesis, for example in the fixation of apical fragments, osteochondral fragments and cancellous/non-load bearing fragments in the presence of appropriate brace and / or immobilization. To reduce the risk of patient injury, the instructions for use (IFU) provides the following contraindications, warnings and adverse events: contraindications: treatment of physical fractures in children, because the effect of smartnail implants upon the healing of growth plates has not been tested clinically. Patients with suspected or known allergy to the implant materials. Situations where internal fixation is otherwise contraindicated, e.g., active or potential infection and where the patient's cooperation cannot be guaranteed. Warnings: a surgeon must give he patient appropriate instructions for post-operative care and rehabilitation in order to prevent premature load bearing and other complications. Improper insertion technique may cause breakage of the nail or premature failure. Patients should be advised that product material my cause allergic reactions including but not limited to foreign body reaction, tissue irritation/inflammation or other allergic reactions. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Adverse events: infections, both deep and superficial. Allergies, tissue irritation/inflammation and other reactions to implant and or instrument materials. Transient local fluid accumulation or sinus formation, arthritis pain or deformity and stiffness. Device was absorbed.

Event description:
The user facility reported that the smartnail diameter 1.5x20mm was used during a knee arthroscopy/open osteochondritis dissecans drilling fixation/bone grafting on a left knee of a (B)(6), female patient on (B)(6) 2015. Approximately, 9 month post-op, the patient was seen with primary complaint of pain and swelling. An MRI was taken and the smartnail was allegedly not seen. The patient was treated conservatively but the symptoms persisted and a secondary surgery was performed on (B)(6) 2016. A hole was found, with the nail and head missing; no remnants of nail identified. As reported, the knee ocd (osteochondritis dissecans) was partially healed and thus the surgeon elected to perform the chondroplasty and drilling, which was successfully completed. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.